Manufacturer narrative:
Through follow-up with the surgeon, it was confirmed that the outcome of the procedure had nothing to do with the implant of edwards valve but with the patient´s condition.

Manufacturer narrative:
Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, the patient expired, despite various treatment modalities and resuscitative measures which included iabp placement. There is no indication or allegation of a product malfunction. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of the article "dynamic left ventricular outflow tract obstruction complicating aortic valve replacement: a hidden malefactor revisited" by authors prashanth panduranga et al., the following event involving an edwards valve was learned: a (B)(6) year-old patient had a left ventricular outflow tract (lvot) obstruction soon after the implantation of a 21 mm carpentier-edwards perimount valve. After replacement of his native stenotic aortic valve and at the time of separation from cpb, the patient developed profound hypotension (systolic/diastolic blood pressure: 60/40 mmhg) which did not respond to incremental doses of vasopressors (epinephrine, norepinephrine) and to intraaortic balloon pump (iabp) counter pulsations. Despite applying various treatment modalities and resuscitative measures, the patient went into refractory cardiogenic shock and expired. Patient medical history: body surface area 1.58 cm2, hypertensive with a history of percutaneous coronary intervention and exertional dyspnea. Referred to avr (native valve "calcied" and stenotic; severe concentric lv hypertrophy with no sam). Through review of this case report, there is no allegation of device malfunction.

Manufacturer narrative:
Reference CAPA-20-00141.